Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm auto off and meter blood glucose now alar. Customer's blood glucose at time of incident was unknown. The customer stated that the blood glucose remind alarm does not always occur. The customer pump continues to beep after her blood glucose updates from her meter to her pump. The customer pump was shutting every two hours and found out auto off was set to 2 hours and changed it to zero. Customer was offered to transfer to helpline but declined.